Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. A fluoroscopy showed the lead micro-dislodged. The lead was programmed to a different vector and was implanted. The patient was stable.

Manufacturer narrative:
.